Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned tasp shows nicks and gouges. Additionally, the device has fractured on the medial side of the post. Not all pieces were returned. Device history record (DHR) could not be reviewed as lot # is unknown. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee surgery, the tasp fractured upon insertion. The knee was very tight, after breakage components were downsized. Attempt have been made and no further information has been provided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.